Event description:
It was reported on (B)(6) 2016 to the clinical specialist from a nurse that they were having communication issues with their programming tablet starting earlier that week which she was able to isolate to the white serial cable when the issue was troubleshooted. It was confirmed that she attempted to remove and reinsert the serial cable, along with confirming the tablet and wand were working properly. When a new white serial cable was used (the site had a spare), the issue was confirmed resolved. She was instructed to cut the serial cable and discard. The serial cable does not require return, as the failure mode is understood to be a failure of the serial cable associated with a disconnected wire connection.